Event description:
Per the patient, after the pump was implanted, ¿they discharged her so quickly and she was still having problems; her body was still trying to adjust so when they discharged her she started to have a lot of problems¿. The patient went back to a different hospital and ¿they gave her antibiotics because she is a diabetic, in case infection was coming in¿. They treated her ¿for some time¿ and then let her go; she was okay. She got a refill and she was okay. The device system was delivering morphine and another medication, but the patient did not know the name of it; ¿it provides numbing¿. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).